Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a male patient (age unknown), the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device activity log. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib connector was replaced as a pre-caution. The device was recertified and returned to the customer along with a new multifunction cable. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.